Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion with heavy tortuosity and heavy calcification in the mid left anterior descending artery. After multiple pre-dilations with multiple non-abbott balloon catheters (3.0x20 mm, 2.5x20 mm, 2.0x20 mm) up to 14 bars, resistance was noted while advancing a 3.0x23 mm xience alpine stent delivery system (sds) and the sds was unable to advance to the lesion due to patient anatomy and a hypotube that separated into 2 pieces. The separated portion of the sds was simply withdrawn from the patient anatomy without issue. Again pre-dilation was performed with a 3.5x15 mm non-abbott balloon catheter up to 14 bars. A new 3.5x38 mm xience alpine was placed to successfully complete the procedure. No other device/procedural issues were noted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.